Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant products: guide wire: sion blue; fielder fc. (B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a moderately tortuous, heavily calcified, 90% stenosed lesion in the mid left anterior descending (mlad) artery. A non-abbott guide wire was inserted to the lesion site and pre-dilatation was performed with a mini trek 2.0 x 20 mm at 10 and 14 atmospheres (atm) respectively. Pre-dilatation was then performed with a trek 2.5 x 20 mm at 9, 10 and 12 atm respectively. The xience prime 2.5 x 23 mm was advanced but could not pass the lesion. Then another non-abbott guide wire was inserted to do a buddy wire technique and a non-abbott 2.5 x 15 mm cutting balloon was used to open the vessel. Another attempt was made to cross with the xience prime 2.5 x 23 mm but still could not pass. This was attempted many times until the proximal shaft separated. A non-abbott stent 2.5 x 18 mm was deployed instead. The procedure was done successfully with no clinically significant delay and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported shaft detachment was able to be confirmed. The reported failure to advance the device was unable to be replicated in a testing environment as it was based on operational circumstances. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. It should be noted that the xience prime, xience prime small vessel (sv), and xience prime long length (ll) everolimus eluting coronary stent system electronic instructions for use states: an unexpanded stent may be retracted into the guiding catheter one time only. An unexpanded stent should not be reintroduced into the artery once it has been pulled back into the guiding catheter. Subsequent movement in and out through the distal end of the guiding catheter should not be performed, as the stent may be damaged when retracting the undeployed stent back into the guiding catheter. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.